Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0432) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("caused more medical problems and pain and suffering") in a 25-year-old female patient who had essure (batch no. 629301) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (dob: (B)(6) 2003,(B)(6) 2006,(B)(6) 2008), paratubal cyst, ovarian pain, tenderness, depression and anxiety. Concurrent conditions included panic attack. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2009. In (B)(6) 2009, the patient experienced abdominal pain ("severe and persistent abdominal pain"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fibromyalgia ("fibromyalgia") and depression ("depression"). In (B)(6) 2009, the patient experienced rash ("rash up my arm"). In (B)(6) 2010, the patient experienced cardiac murmur ("heart murmur"). On an unknown date, the patient experienced anxiety ("severe anxiety/mental anguish"), ovarian cyst ("ovarian cyst(abnormally large)"), allergy to metals ("allergic to nickel/hypersensitivity reaction to nickel"), arthralgia ("joint pain"), back pain ("back pain"), dyspareunia ("painful intercourse") and palpitations ("chest pains from palpitations (persistent)"). The patient was treated with tramadol, ketorolac tromethamine (toradol), ibuprofen (motrin) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, fibromyalgia, ovarian cyst, abdominal pain, allergy to metals, rash, arthralgia, back pain, dyspareunia and palpitations was resolving and the cardiac murmur, anxiety and depression had not resolved. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, back pain, cardiac murmur, depression, dyspareunia, fibromyalgia, ovarian cyst, palpitations, pelvic pain and rash to be related to essure. The reporter commented: the essure coil was deployed in the right fallopian tube with three coils visible at the tubal ostia the same procedure was repeated on the left with five coils visible at the tubal ostia. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: bilateral fallopian tubes are occluded pregnancy test - on (B)(6) 2011: negative. (B)(6) 2011, transvaginal pelvic ultrasound revealed the left ovary contains multiple cysts. The two dominant cysts appear stable in size and morphology from (B)(6) 2011. While these could represent recurrent physiologic cysts, given the similarity from (B)(6) 2011, para ovarian cysts or other cystic lesions need to be considered. A followup pelvic ultrasound in six weeks is suggested to evaluate for any interval change. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, fibromyalgia, anxiety, ovarian cyst, abdominal pain, back pain and chest pain." Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 19-jul-2018: reporter information was updated. Her historical and concurrent conditions were added. Lab data was added. Essure lot number was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("caused more medical problems and pain and suffering") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (dob: (B)(6) 2003, (B)(6) 2006, (B)(6) 2008), paratubal cyst, ovarian pain and tenderness. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2009. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("severe and persistent abdominal pain"). On an unknown date, the patient experienced cardiac murmur ("heart murmur"), fibromyalgia ("fibromyalgia"), anxiety ("severe anxiety/mental anguish"), depression ("depression"), ovarian cyst ("ovarian cyst(abnormally large)"), allergy to metals ("allergic to nickel/hypersensitivity reaction to nickel"), rash ("rash up my arm"), arthralgia ("joint pain"), back pain ("back pain"), dyspareunia ("painful intercourse") and palpitations ("chest pains from palpitations(persistent)"). The patient was treated with tramadol, ketorolac tromethamine (toradol), ibuprofen (motrin) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, fibromyalgia, ovarian cyst, abdominal pain, allergy to metals, rash, arthralgia, back pain, dyspareunia and palpitations was resolving and the cardiac murmur, anxiety and depression had not resolved. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, back pain, cardiac murmur, depression, dyspareunia, fibromyalgia, ovarian cyst, palpitations, pelvic pain and rash to be related to essure. The reporter commented: the essure coil was deployed in the right fallopian tube with three coils visible at the tubal ostia the same procedure was repeated on the left with five coils visible at the tubal ostia. The patient tolerated the procedure well quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this product technical complaint was initiated due to a request for confirmation of quality. The reported medical events are not necessarily indicative of a quality defect. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded unconfirmed quality defect. Based on the limited available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: new events ovarian cyst, severe and persistent abdominal pain, allergic to nickel/hypersensitivity reaction to nickel, rash up my arm, joint pain, back pain, painful intercourse, chest pains from palpitations were added. Mental anguish clubbed with severe anxiety. Essure removed (bilateral salpingectomy).product stop/start dates updated. Patient information updated. Patient historical condition and concomitant disease added. Treatment and concomitant drugs added. Outcome for events(abdominal pain, allergic/hypersensitivity reaction to nickel, rash up my arm, joint pain, back pain, painful intercourse, chest pains from palpitations from unknown to recovering. ¿essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0432) on 11-aug-2015. The most recent information was received on 28-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("caused more medical problems and pain and suffering") in a 25-year-old female patient who had essure (batch no. 629301) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (dob: (B)(6)2003,(B)(6)2006,(B)(6)2008), paratubal cyst, ovarian pain, tenderness, depression and anxiety. Concurrent conditions included panic attack. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2009. In (B)(6)2009, the patient experienced abdominal pain ("severe and persistent abdominal pain"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced fibromyalgia ("fibromyalgia") and depression ("depression"). In (B)(6)2009, the patient experienced rash ("rash up my arm"). In (B)(6)2010, the patient experienced cardiac murmur ("heart murmur"). On an unknown date, the patient experienced palpitations ("chest pains from palpitations (persistent)"), anxiety ("severe anxiety/mental anguish"), ovarian cyst ("ovarian cyst(abnormally large)"), allergy to metals ("allergic to nickel/hypersensitivity reaction to nickel"), arthralgia ("joint pain"), back pain ("back pain") and dyspareunia ("painful intercourse"). The patient was treated with tramadol, ketorolac tromethamine (toradol), ibuprofen (motrin) and surgery (bilateral salpingectomy). Essure was removed on (B)(6)2011. At the time of the report, the pelvic pain, palpitations, abdominal pain, fibromyalgia, ovarian cyst, allergy to metals, rash, arthralgia, back pain and dyspareunia was resolving and the cardiac murmur, anxiety and depression had not resolved. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, back pain, cardiac murmur, depression, dyspareunia, fibromyalgia, ovarian cyst, palpitations, pelvic pain and rash to be related to essure. The reporter commented: the essure coil was deployed in the right fallopian tube with three coils visible at the tubal ostia the same procedure was repeated on the left with five coils visible at the tubal ostia. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: bilateral fallopian tubes are occluded pregnancy test - on (B)(6)2011: negative (B)(6)2011, transvaginal pelvic ultrasound revealed the left ovary contains multiple cysts. The two dominant cysts appear stable in size and morphology from (B)(6)2011. While these could represent recurrent physiologic cysts, given the similarity from (B)(6)2011, para ovarian cysts or other cystic lesions need to be considered. A followup pelvic ultrasound in six weeks is suggested to evaluate for any interval change. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, fibromyalgia, anxiety, ovarian cyst, abdominal pain, back pain and chest pain." Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality-safety evaluation of product technical complaint incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.